Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements as well as high threshold measurements. Additionally, low intrinsic amplitudes were observed. Noise was detected on the lead and insulation damage was noted. An invasive procedure was performed. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.